Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to dried substance on motor home switch noted. The insulin pump was unable to perform displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test due to constant motor error alarms. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error. Customer declined to provide blood glucose reading. No further information reported.